Event description:
It was reported that the customer passed away from complications of low blood glucose levels. The blood glucose reading was unknown. It was stated that the customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.